Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured near the distal tip. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).